Manufacturer narrative:
Investigation: the set in question was not returned for investigation at the time of the preparation of this answer card. Investigation result of manufacturing process the product concerned is manufactured as per the following flow by being conveyed in the automated equipment.(1) fill the sealed bags with solution(2) connect the sampling arm and the filter assembly(3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization(4) after sterilization, coil the tubing and put a bag set in a blister tray by the operator(5) pack the blister by sealing the top film with heat in making the leukocyte reduction filter, the filter media are punched, stacked, and put in the hard housing. The filter media of the product concerned consist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). The specifications of the particulate removal rate have been set and controlled for each filter medium, and only the filter media that have conformed to the specifications are used in the assembling process. Factors to be controlled for filter media¿ particulate removal rate the pores of the filter media are likely to be minute where the particulate removal rate is high. In other words, the pores tend to rough where the rate is low. If the pore is relatively rough, it may cause an elevated residual wbc count (leukoreduction failure). We reviewed each manufacturing record of the lot numbers in question and there were no equipment trouble or deviation relating to the issue. We confirmed that the particulate removal rates conformed to the specifications. Investigation result of testing and inspection record release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and there were no abnormalities in all test items. The products with this lot number conformed to our in-house specifications. Root cause:from the above-mentioned investigation results, we did not observe any abnormalities in the manufacturing process of the lot number in question. The filter media of the product concerned consist of a rough-pore pre-membrane (the first filter membrane) and minute-pore main membranes (the second through eighth filter membranes).according to the data at the time of designing of the product, there is a possibility of white blood cell contamination when the particulate removal rates are low. However, as mentioned above, the particulate removal rates of the lot numbers in question were within the standards and did not show a low tendency. Therefore, we were unable to identify the cause of the issue. Leukoreduction failure is commonly caused by the following factors: analysis affected by blood properties of donors the following blood properties or the condition of blood of the donor during blood collection may cause wbc count failures. For the details, please refer to the excerpt from the literature. Spurious counts and spurious results on wbc counts (spurious increase) *1 platelet aggregates / large platelets nucleated red blood cells rbc resistant to lysis immunoglobulin lipids microorganisms / bacterial aggregates*1: int. Jnl. Lab. Hem. 2007, 29, 21¿41, table 1. Pressure loaded on filter media where a physical stress on filter media is greater than what is expected, trapped white blood cells are pushed out of the filter media and may result in leukoreduction failure for the prevention of leukoreduction failure, the instructions for use (IFU) of the product state: "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood". The sets in question were not yet received when this answer card was prepared, and we were unable to observe the state of the occurrence in the set. We will evaluate the sets and will provide you with an updated answer card.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing; therefore, no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the collection set for evaluation.